Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a procedure the monopolar return electrode cable stopped working, which caused an hour delay. The procedure was completed successfully. No medical intervention was reported with this event.

Manufacturer narrative:
Upon visual inspection, the cable was found to have internal damage resulting in the cable not having continuity. The device was discarded by the manufacturer.

Event description:
It was reported that during a procedure the monopolar return electrode cable stopped working, which caused an hour delay. The procedure was completed successfully. No medical intervention was reported with this event.